Event description:
One-year post implant procedure, the stent was found fractured. The report received from the clinical study in korea. The index procedure was conducted in the onset of stable angina pectoris, baseline electrocardiogram was conducted. The pt had been diagnosed with one vessel disease, the target was a lesion in the proximal and mid left anterior descending (lad). During the index procedure, the 2.75x33mm cypher stent was deployed at 10 atmospheres (atm) followed by post-dilation. There was no report of complications encountered during the procedure. One-day post index, the pt was discharged. There were no injuries or adverse events reported for the patient. The pt was followed up, one month, 6 months, and one year post stenting procedure. The patient's angina status remained asymptomatic and the patient continued on the discharged medication. However, during the one year follow up, an electrocardiogram (ECG) was conducted, and the stent was found fractured. There was no indication of any stent separation nor was there any indication of in-stent restenosis. The vessel's distal flow was good; no treatment was performed. The patient did not present any adverse events.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.